Event description:
The following has been reported by customer: air in line error customer reporting air in line error-reported trying to clear several times and error would not clear. Reporting as a conservative measure. Adverse effects were not reported. Device history record was reviewed and nothing was found related to the reported event. The device log was reviewed, no error or issue linked to the reported event was found. The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. During tests, device reports air bubble when tube with water is installed. Calibration of the air sensor resolved the issue. This complaint will be considered as a valid, the root cause is likely due to drift of value, so air calibration needed. Please be informed that an internal CAPA was opened for defective air sensors, in particular a drift of the sensors. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.